Manufacturer narrative:
B1: corrected reportability. H6: added codes based on information in the complaint file. Clinical rationale: the reported bleeding and hematoma at the femoral access site were managed successfully with additional suture placement and manual pressure. Device performance was otherwise normal, with stable function and no signs of pump clot. The patient continues on rp flex support, and the clinical team has been instructed on optimal flow management. Based on available information, the event appears related to access-site complications rather than device failure. Bleeding is a known potential adverse event consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: report sent to verify coding, updated codes per information in the complaint file. Omitted e2403 and f26.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding from the access site and a hematoma despite placement of a hemostatic suture. An additional purse string was placed and manual pressure was held to resolve the issue. Additionally, the patient experienced low flows. The patient was in stable condition.

Manufacturer narrative:
Investigation summary: hematoma/major bleed/access site adverse event: the cause of the access site adverse event was use related as it required an additional purse string to be placed. Low or blocked pump flow: the cause of the low pump flow was not determined as no product or data logs were returned for analysis.

Manufacturer narrative:
Updated information: d1 brand name updated.

Manufacturer narrative:
D6b explant date updated. Correction: d4 UDI was inadvertently omitted on the initial manufacturer device report.